Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 2 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed, and the reported issue was confirmed and replicated. The unit was tested on an in-house system and triggered errors 32056, 48100, 901, and 1123. The unit was tested on the psc fixture test platform (pfpt) and failed agc current (1123). The searchlight (sl) 2, flat flex cable (ffc) was reseated, and the unit passed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called the intuitive surgical, inc. (Isi) technical service engineer (tse) and stated that arm 2 was disabled. The tse viewed live logs and found several errors on universal surgical manipulator (usm) 2, including errors 32056, 901, 48100, and 23000. Prior to calling in, the customer stated they had restarted the system twice with no change. The surgeon had decided to continue with 3 arms. The procedure was completing as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.